Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. The blood glucose reading was 477 mg/dl. The customer was wearing the insulin pump at the time of the event and was treated with an IV. The drive support cap appeared normal and recessed. The time and date were correct. The basal rate settings and bolus wizard were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.